Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument and completed the failure analysis. The instrument was analyzed and found to have damage to the conductor wire¿s insulation at the yaw pulley. There was no material missing, and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation show damage. There were scratch marks/abrasions found on the yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a frayed black cable. No known impact or patient consequence was reported.